Event description:
It was reported that during a da vinci-assisted surgical procedure, it was difficult for the surgeon to close the jaws of the instrument that was installed on patient side manipulator (psm) 2; the psm2 was controlled by the left master tool manipulator. The intuitive surgical, inc. (Isi) technical support engineer (tse) reviewed the logs and found an error code 23046 indicating a bad calibration of the left master tool manipulator (mtml). The procedure was completed with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the surgeon was able to perform the surgery until the end and complete the procedure robotically with a procedure delay of less than 15 minutes. There were no post-operative complications. The clinical territory associate (cta) also indicated that after the surgery, the logs were shared with isi technical support and network connection was restored the same day with the it department.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The reported problem was confirmed/reproduced. To correct the issue, fse performed a joint calibration and gravity compensation calibration on the left master tool manipulator, as well as bumper and opto verification and cable tension check on patient side manipulator (psm) 2. No part replacement required. Following service, the system was tested and verified as ready for use. Event verification via rfe logs confirms the occurrence of a procedure on the reported event date of (B)(6) 2022 using system# usg144 matching the documented event details. This complaint is being reported based on the following conclusion: the system was in an unacceptable state after the start of the surgical procedure. While there was no reported harm or injury to the patient, system unavailability after the start of a surgical procedure could likely cause or contribute to an adverse event if it were to recur as it may lead to an injury due to the patient¿s inability to tolerate a procedure change. Follow-up was attempted, but the patient information was either unknown, unavailable, not provided, or not applicable. Device expiration date was left blank. The product is not implantable. Insufficient product information was provided in order to obtain the date of manufacture.